Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was observed during review of the device data logs. However, the device was unable to duplicate the report. The main board and processor/bridge/pace board were replaced as a precaution. The processor/bridge/pace board was returned to zoll medical corporation. The customer's report was duplicated and attributed to a faulty connector on the board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.